Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: no devices, photos, pt factor info, surgical notes or x-rays were received. A definitive root cause cannot be determined with the info provided; however, the complaint may be revised upon return of operative reports, x-rays and/or product or further pt info. Mfg documentation for the articular surface and femoral component was reviewed and indicates that those devices were manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.